Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the left axillary artery using an indigo system separator 6 (sep6). During the procedure, while attempting to advance the sep6 through the introducer sheath and into an indigo system aspiration catheter 6 (cat6), the physician noticed that the sep6 bulb would prolapse and curl up and unable to advance. Therefore, the sep6 was removed and the procedure was completed using a new sep6 and the same cat6. There was no report of an adverse effect to the patient.